Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide reference number for the complaints previously reported to ethicon. The patient demographic info: age, gender, weight, bmi at the time of index procedure? Date of the index surgical procedure? The diagnosis and indication for the index surgical procedure? Relevant patient history? Any intraoperative concurrent use of other products? What is the lot number? What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? Where was the surgicel used (on what tissue)? How much surgicel was used during the procedure? Was the surgicel product left in place? Was the excess irrigated and removed? What were current symptoms following the index surgical procedure? Onset date? Were cultures performed? If yes, results? What is physician¿s opinion as to the etiology of or contributing factors to this event? Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative surgical site infection? What is the patient¿s current status?

Event description:
It was reported that a patient underwent a hysterectomy procedure on an unknown date and absorbable hemostat was used. The patient experienced a surgical site infection after the procedure. The ssi may have been treated by drainage of abscesses, returned to operating room for exploratory laparotomy/laparoscopy and antibiotics.